Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 12-jul-2024. The most recent information was received on 22-jul-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2018, she experienced pelvic pain (seriousness criterion medically important), dyspepsia ("digestive disorder"), gastrointestinal disorder ("intestinal disorder"), deafness ("hearing loss with use of hearing aid at 48 years of age (no invasive pathologies detected"), balance disorder ("balance disorders with falls and fractures"), fall ("balance disorders with falls and fractures"), multiple fractures ("balance disorders with falls and fractures"), myalgia ("severe muscle pain"), tendonitis ("tendinitis in right hand whilst I am left-handed"), rotator cuff syndrome (" tendinitis in right and left shoulders"), painful joints ("pain in hips and knees with difficulty walking"), gait disturbance (" pain in hips and knees with difficulty walking"), ankle fracture (" (fracture of the lateral [external] malleolus"), rib fracture ("rib fissure"), ligament sprain ("knee sprain"), autoimmune disorder ("autoimmune disease"), food intolerance ("food intolerance"), abdominal pain ("abdominal pain"), device dislocation ("one of the implants migrated, the one on the right, and is currently in the peritoneal cul-de-sac"), abdominal pain upper ("not a day passes without my stomach , shoulder and hand hurting"), shoulder pain ("not a day passes without my stomach , shoulder and hand hurting") and pain in extremity ("not a day passes without my stomach , shoulder and hand hurting") and was found to have weight increased ("weight gain weight gain approx. 25 kg") and uterine leiomyoma ("there is a fibroid though small in size that does not require any intervention,"). At the time of the report, the outcomes for pelvic pain, dyspepsia, gastrointestinal disorder, deafness, balance disorder, fall, multiple fractures, myalgia, tendonitis, rotator cuff syndrome, painful joints, gait disturbance, weight increased, uterine leiomyoma, ankle fracture, rib fracture, autoimmune disorder, food intolerance, abdominal pain, device dislocation, abdominal pain upper, shoulder pain and pain in extremity were unknown. No causality assessment was received for essure with regard to pelvic pain, dyspepsia, gastrointestinal disorder, deafness, balance disorder, fall, multiple fractures, myalgia, tendonitis, rotator cuff syndrome, painful joints, gait disturbance, weight increased, uterine leiomyoma, ankle fracture, rib fracture, ligament sprain, autoimmune disorder, food intolerance, abdominal pain, device dislocation, abdominal pain upper, shoulder pain or pain in extremity. The reporter commented: regular follow-up by a gastroenterologist, attending physician, gynecologist and endocrinologist. Physiotherapy sessions without real relief period of occurrence: symptoms since 2018. I currently suffer from all these problems, more or less at the same time, every practitioner prescribes/prescribed tests and treatments but it is considered on a case-by-case basis. The examinations for each part of the body where they looked for a cause of pain has not brought anything convincing to light. There is a fibroid though small in size that does not require any intervention, hearing loss is 34% without tumor or other, falls who has never fallen they retorted one day (fracture of the lateral [external] malleolus, rib fissure, knee sprain, etc.). During infiltration of the right hand, the doctor was surprised however when I told him that I was left-handed (but it happens he concluded). It was the gastroenterologist who¿s been monitoring me for several years who made the link in april of this year between all of these unexplained slow (liver) impairments. I point out that this doctor, in searching for what is the cause of all my digestive and intestinal disorders, prescribed me blood tests and other tests in order to eliminate autoimmune diseases or food intolerances (breath tests). I know that one of the implants migrated, the one on the right, and is currently in the peritoneal cul-de-sac. A few years ago, after a CT scan prescribed for abdominal pain, it was discovered that one of the implants had migrated. My gynecologist took over and confirmed its "move" but he preferred to leave them in place, telling me that if I tolerated them well, why remove them and risk a very heavy operation, I quote. Today not a day passes without my stomach, shoulders and hand hurting. As for the nights, they are hardly better because my digestive concerns do not manifest most of the time at that time. I'm tired but everyone, when they work every day, is tired. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 107 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-jul-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 12-jul-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2018 she experienced pelvic pain (seriousness criterion medically important), dyspepsia ("digestive disorder"), gastrointestinal disorder ("intestinal disorder"), deafness ("hearing loss with use of hearing aid at 48 years of age (no invasive pathologies detected"), balance disorder ("balance disorders with falls and fractures"), fall ("balance disorders with falls and fractures"), multiple fractures ("balance disorders with falls and fractures"), myalgia ("severe muscle pain"), tendonitis ("tendinitis in right hand whilst I am left-handed"), rotator cuff syndrome (" tendinitis in right and left shoulders"), painful joints ("pain in hips and knees with difficulty walking"), gait disturbance (" pain in hips and knees with difficulty walking"), ankle fracture (" (fracture of the lateral [external] malleolus"), rib fracture ("rib fissure"), ligament sprain ("knee sprain"), autoimmune disorder ("autoimmune disease"), food intolerance ("food intolerance"), abdominal pain ("abdominal pain"), device dislocation ("one of the implants migrated, the one on the right, and is currently in the peritoneal cul-de-sac"), abdominal pain upper ("not a day passes without my stomach , shoulder and hand hurting"), shoulder pain ("not a day passes without my stomach , shoulder and hand hurting") and pain in extremity ("not a day passes without my stomach , shoulder and hand hurting") and was found to have weight increased ("weight gain weight gain approx. 25 kg") and uterine leiomyoma ("there is a fibroid though small in size that does not require any intervention,"). At the time of the report, the outcomes for pelvic pain, dyspepsia, gastrointestinal disorder, deafness, balance disorder, fall, multiple fractures, myalgia, tendonitis, rotator cuff syndrome, painful joints, gait disturbance, weight increased, uterine leiomyoma, ankle fracture, rib fracture, autoimmune disorder, food intolerance, abdominal pain, device dislocation, abdominal pain upper, shoulder pain and pain in extremity were unknown. No causality assessment was received for essure with regard to pelvic pain, dyspepsia, gastrointestinal disorder, deafness, balance disorder, fall, multiple fractures, myalgia, tendonitis, rotator cuff syndrome, painful joints, gait disturbance, weight increased, uterine leiomyoma, ankle fracture, rib fracture, ligament sprain, autoimmune disorder, food intolerance, abdominal pain, device dislocation, abdominal pain upper, shoulder pain or pain in extremity. The reporter commented: regular follow-up by a gastroenterologist, attending physician, gynecologist and endocrinologist. Physiotherapy sessions...without real relief period of occurrence: symptoms since 2018 I currently suffer from all these problems, more or less at the same time, every practitioner prescribes/prescribed tests and treatments but it is considered on a case-by-case basis. The examinations for each part of the body where they looked for a cause of pain has not brought anything convincing to light. There is a fibroid though small in size that does not require any intervention, hearing loss is 34% without tumor or other, falls.... Who has never fallen they retorted one day (fracture of the lateral [external] malleolus, rib fissure, knee sprain, etc.). During infiltration of the right hand, the doctor was surprised however when I told him that I was left-handed (but it happens he concluded). It was the gastroenterologist who¿s been monitoring me for several years who made the link in april of this year between all of these unexplained slow (liver) impairments. I point out that this doctor, in searching for what is the cause of all my digestive and intestinal disorders, prescribed me blood tests and other tests in order to eliminate autoimmune diseases or food intolerances (breath tests). I know that one of the implants migrated, the one on the right, and is currently in the peritoneal cul-de-sac. A few years ago, after a CT scan prescribed for abdominal pain, it was discovered that one of the implants had migrated. My gynecologist took over and confirmed its "move" but he preferred to leave them in place, telling me that if I tolerated them well....why remove them and risk a very heavy operation... I quote. Today not a day passes without my stomach, shoulders and hand hurting. As for the nights, they are hardly better because my digestive concerns do not manifest most of the time at that time. I'm tired...but everyone, when they work every day, is tired. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 107 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.